Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain. There was no response despite multiple adjustments to the pump. There was a surgical intervention of the intrathecal portion of the catheter on (B)(6) 2004. Pt's outcome was not reported. Pump medication was not reported.